Manufacturer narrative:
The device will not be returned to baxter for evaluation. The device was repaired in the facility's biomedical engineering department. Review ofthe complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 810:01. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated that no patient injury or medical intervention has been reported. No additional contact information was available.